Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g74. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient was hospitalized due to elevated blood glucose levels following an unspecified duration of pod wear and was diagnosed with diabetic ketoacidosis. She indicated that the elevated blood glucose was attributed to an issue with the continuous glucose monitor (cgm) rather than the omnipod. No additional information was provided regarding the suspected cgm issue, despite good-faith efforts to obtain further details. Information regarding associated symptoms, treatment received, and length of hospitalization was not reported.